Event description:
It was reported that, the patient stated that insulin leakage was felt from the pump while filling the tubing. The patient removed the cartridge and connector and observed insulin leaking but was unable to determine whether the source of the leakage was the cartridge or the connector. The agent instructed the patient to replace the supplies, after which the patient was able to complete the tubing fill without further issues. The affected cartridge and connector were associated with the reported lot numbers. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.